Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a loss of connection on (B)(6) 2018. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test passed. A review of the downloaded data log confirmed the reported event of a loss of connection. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).